Event description:
It was reported that a powered wheelchair was steering in the opposite direction and changing gears. Also, the user said the joystick controller didn't work and the number three prompt was disappearing. There was no report of user injury or medical intervention.